Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead resulting in pacing inhibition. The physician elected to explant and replace the atrial lead. The patient condition was stable.